Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported won't power up on right side. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced right/left iui (inter-unit-interface) due to no power. Front door and sear latch were also replaced. Functional testing confirmed that sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear resolved the issue. Based on the findings, service determined that the reported issue was due to the maintenance issue of the damaged iui pin. Device history record a review of the device history record showed the device had a manufacture date of 13jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 13430204 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn 13430204 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported won't power up on right side. There was no patient involvement.